Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 osseoti 4 hole shell 54mm f; item# 110010245; lot# 7399538 g7 dual mobility liner 44mm f; item# 110024464; lot# 65723181 act artic e1 hip brg 28x44mm; item# ep-200150; lot# 65723181 tprlc 133 type1 bm ho 12.0; item# 51-114120; lot# 3933746 g2 - foreign: australia no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary total hip replacement. Subsequently, the patient had a fall and fractured their femur. The patient was revised twenty-one (21) days post initial implantation. No further event information available at the time of this report.